Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 6/cart 84/box lot# 73h1700074 was manufactured on 08/02/2017 a total of 16,296 pieces. Lot was released on 08/10/2017. DHR investigation did not show issues related to complaint. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the patient was treated with laparoscopic cholecystectomy (B)(6)2019. The clip opened and slipped from the common gallbladder duct and blood vessel after the clip was closed. The clip was found in time and taken out immediately. The operation was successfully completed by replacing the clip.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient was treated with laparoscopic cholecystectomy (B)(6) 2019. The clip opened and slipped from the common gallbladder duct and blood vessel after the clip was closed. The clip was found in time and taken out immediately. The operation was successfully completed by replacing the clip.